Manufacturer narrative:
No additional information is available regarding the outcome of the non-conversion episodes from 2016 and 2017. Boston scientific technical services (ts) reviewed an x-ray of the lateral view and indicated that the device appeared to be slightly higher than intended. Lowering the device may improve the shock vector. Ts recommended performing the automatic screening tool (ast) prior to performing a revision to ensure the impact on device sensing and detection. Additional information received from the local field representative indicated that a system relocation was not performed. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that in a review of episode date from 2016 and 2017, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were unable to convert the arrhythmia following shock delivery. Data from the implant procedure was also reviewed, which indicated there were 7 attempts to induce vf, but were not successful. The day after implant. There was an induction performed in alternate vector with appropriate time to therapy (~13 seconds) and appropriate shock impedance (~64 ohms). Recently, in (B)(6) 2018, there was an induction episode that indicated appropriate conversion. No adverse patient effects have been reported as a result of the non-conversion.